Event description:
Customer reported the system is not powering up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo receptacle. System operates as intended.